Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient status post plate and screw implantation on (B)(6) 2012 was discovered to have the plate broken on an unknown date. Patient was returned to the operating room on an unknown date and the hardware was removed on an unknown date. It is not known what the patient was revised to. No further information is available.